Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate antitachyarrhythmia pacing during a one to one supraventricular tachycardia. The atrial signals were blanked so the device inappropriately binned the event as ventricular tachyarrhythmia. The device was reprogrammed to address the event. The patient was in stable condition.